Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine device change out, externalized conductors were observed. No electrical anomalies were detected during dft testing. Patient will be monitored.